Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00950 and MDR #1828100-2013-00971 (same unit, different dates).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's central control monitor (ccm) displayed the following error message: "system computer needs service". The device was not changed out, as the customer rebooted the system and the error message disappeared. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.